Event description:
Review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed incoming pulse testing with associated code 102 - charge profile fault. The lat pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation of monitor sn 07043258 has been completed. As received the monitor failed incoming pulse testing with associated code 102 - charge profile fault. Upon evaluation, there was a shorted q7 component on the defibrillator board, preventing the capacitors from charging properly. The cause of the pulse test failure is the inability to charge properly. The cause of the inability to charge properly is the shorted q7 component. The root cause of the shorted q7 component. The last pt to use this monitor did not report any deficiencies.